Manufacturer narrative:
(B)(4). Date sent: 7/2/2206 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished cdh29p, with lot number a99g1a, and no non-conformances were identified. Additional information was requested and the following was obtained: is the current patient status known? Yes patient is doing well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No during a lap sigmoid after attaching the anvil to spike the rotation knob was stuck and would not turn to close and bring tissue together to fire. Then the anvil was difficult to remove. A new cdh29p stapler was inserted and used the same anvil, this device also had a good click and worked as expected, 2 good donuts and leak test was negative. Concern is what is truly going on with the product line and inventory limitations. Is there something going on with product. After the case I tested the rotation knob and indeed it was stuck, almost crunchy to turn, spike is still stuck out and that¿s how I¿m sending it back. I was present for the whole case. I watched the scrub open and remove the anvil, rotation knob seemed smooth. A resident was going below to fire the device and I watched her practice opening and closing the device multiple times. The device was set on the sigmoid tray and picked up several times while the sizers were used to confirm size and stapler placement. Adequate lube and dilation were used, stapler passed fairly easily. Device clicked together easily. Device lit up when battery was placed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a laparoscopic sigmoid resection procedure, after placement of the stapler anvil, the rotation knob would not turn to close the stapler into the firing position. The user also reported difficulty removing the anvil from the spike in order to replace the stapler. The stapler was replaced, and the anvil from the initial stapler was used with the replacement device. The anastomosis was completed successfully with no further issues, and the leak test was successful. The event resulted in an approximate 15-minute delay to the procedure. No patient consequences were reported.